Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while clipping the cystic duct, the jaws were still able to close and the surgeon was still able to squeeze the handle but there were issues experienced with the loading or firing of the clips. Some were loaded and fired properly but a couple of clips were malformed. Another product was issued and used successfully to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.